Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels during the procedure was 324s. While releasing the device transesophageal echocardiography (tee) revealed a thrombus-like substance on the device surface (near the connection between the device and the delivery cable). The device was released as per standard procedure and the delivery cable was immediately retracted back into the sheath. Since the thrombus-like substance disappeared on the tee images, no additional measures such as imaging the device surface were performed. After removal, a small thrombus was found attached to the tip of the delivery cable (screw part). The physician confirmed there was no symptoms noted after the patient woke up. The patient was reported discharged.

Event description:
Crd 964_catalyst ide study (B)(6). It was reported that on (B)(6) 2024, 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels during the procedure was 324s and heparin was administered. The patient's international normalized ratio (inr) on 01 july 2024 was 1.57. While releasing the device transesophageal echocardiography (tee) revealed a thrombus-like substance on the device surface (near the connection between the device and the delivery cable). The shape of the thrombus was string like. The device was released as per standard procedure and the delivery cable was immediately retracted back into the sheath. Since the thrombus-like substance disappeared on the tee images, no additional measures such as imaging the device surface were performed. After removal, a small thrombus was found attached to the tip of the delivery cable (screw part). The physician confirmed there was no symptoms noted after the patient woke up. The patient was reported discharged.

Manufacturer narrative:
An event of thrombus-like substance on the device surface noted when releasing the device was reported. Also reported that after removal of delivery cable, a small thrombus was found attached to the tip. Since the thrombus-like substance disappeared on the tee images, no additional measures such as imaging the device surface were performed. Information from field indicated that the activated clotting levels during the procedure was 324s (in therapeutic range) and heparin was administered. The patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. Field confirmed that there was no symptoms noted after the patient woke up. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Cine review of provided procedural images by field was performed at abbott. Procedural images demonstrated a string like material by the disc of the device while the cable was still attached to the device. Subsequent images showed the device released and the string like material was no longer present on/by the disc of the device. The imaging coincides with the event report of thrombus on the cable of the device that was present in the images while connected to the device, but was no longer present once the cable was detached and removed. Based on the information received, the cause of the reported thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.